Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: state: akita. H3/h6: device history lot : manufacturing location: monument. Manufacturing date: 30-mar-2022. Expiration date: unknown. Part number: 04.233.430s, 14mm/rfn/300mm/5 ang /ster/poly inlay. Lot number: 647p698 (sterile). Lot quantity: 5 . One piece was scrapped in cell at op #80, laser etch, for an unacceptable etch position. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final rev d met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, rfn assembly inspection, rev b met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Note: there was no scn number recorded on the production order traveler. Therefore, the scn for this lot could not be reviewed. There was no pll included in this DHR. Therefore, the pll for this lot could not be reviewed and the expiration date could not be notated. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿distal screw loosened and will be replaced¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review : 13-apr-2023: DHR reviewed . This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on feb. 7, 2023, the patient underwent the orif surgery for the distal femoral fracture with rfna. The surgery was completed successfully without any surgical delay. After the surgery, a distal oblique screw in question loosened on apr. 11, 2023. The screw will be replaced on apr. 18, 2023. The patient has had a distal femoral diaphyseal resection due to an infection case and will also undergo bone grafting at the ria. No further information is available. This report is for one (1) retrograde fem nail advanced ø14 l300 5°. This is report 1 of 2 for complaint (B)(4).